Manufacturer narrative:
Report source: other - japan. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was not possible to bend in the up direction. The device evaluation also found that the coating of the image guide serpentine was peeling off (by 1mm2 or more). The corrugated insertion tube also was crushed and had scratches. The curved rubber adhesive part was missing, and scratches were found on the operation part, eyepiece, operation unit cover and grip. Scratches were also found on the angle lever, up/down plate, light guide connector and universal cord; the universal cord was also collapsed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to an olympus marketing representative that when using the oes bronchofiberscope, the tip had poor angulation and would only bend in one direction. The device was returned and evaluated, and it was found that the coating of the image guide serpentine was peeling off (by 1mm2 or more). There was no patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the operation manual describes the following contents. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities.¿ ¿the operation manual ¿warnings and cautions¿ describes the following contents. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocessing manual¿, ¿precleaning¿, ¿manual cleaning¿, ¿compatibility summary¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.